Event description:
It was reported that a break was found in a clearlink buretrol solution set, approximately 1 cm from the "reverse tapering patient end". It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.